Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. The compatibility check could not be performed as only one product was reported to us. The product compatibility check is not relevant for one product only. A technical investigation was not possible to be performed, as the device is not at hand for investigation. Review of incoming information it was reported that a patient received a tha on (B)(6) 2007 and was revised on (B)(6) 2015 due to a breakage of the ceramic femoral head. Possible causes for the reported event according to dfmea: fracture of head - due to fracture of head due to insufficient material thickness (wrong design) . Fracture of head to due stem taper corrosion (increasing of volume) - due to wrong material pairing. Comparison to investigation results whether it is possible and justification: not possible - according to the complaint summary an adverse trend due to inadequate material thickness (design) would have been detected. Possible - unknown pairing, cannot be excluded. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that the patient was implanted a cerasul head 28 / -3.5 's' 12/14 on (B)(6) 2007 and underwent a revision surgery on (B)(6) 2015 due to a breakage of the ceramic femoral head.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays,or other source documents for review. The actual device reported in section d is not marketed in the USA, but similar devices with comparable characteristics (i.e. Biolox delta head, 12/14, 28 x -3.5) are marketed in USA, and therefore this report was filed. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).